Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed and the distal conductor was fractured. There was blood/body fluid (not obstructed) on the distal conductor. The inner tubing was kinked/buckled. The outer tubing overlay was melted and had a breached cut. The outer insulation had cosmetic environmental stress cracking and a cosmetic depression. There was a white substance on the exposed defibrillation coil. There was blood in/on the helix mechanism.

Event description:
It was reported that the lead was "broken," and was explanted and replaced. During the explantation, the physician discovered that the helix didn't retract completely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead was "broken," and was explanted and replaced. During the explantation, the physician discovered that the helix didn't retract completely. No further patient complications have been reported as a result of this event.